Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had an edm lumbar drainage kit placed on (B)(6) 2015 due to an aneurysm rupture and subarachnoid hemorrhage. According to the report, on (B)(6) 2015 when the physician removed the catheter, the catheter was found to be broken. Reportedly, approximately 13 cm of the broken catheter was still in the patient's body. It was also reported that the patient was doing well but the patient sometimes felt waist pain and discomfort. According to the report, the product was found okay during test before surgery. It was also reported that the doctor will perform a second surgery to explant the catheter. It was later reported that the physician determined that the broken piece of catheter left inside the patient did not pose a risk to the patient and would not be likely to cause or contribute to death or serious injury. It was also reported that a second surgery to remove the catheter piece has not occurred at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.